Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and instructed to continue its use, with advice to call back if the issue recurs.